Event description:
It was reported that the pump is not responding when the down arrow is pressed and the down arrow button is not clicking/spring at all. The patient claimed that the keypad is intact, other buttons are working properly. The pump reportedly has not gotten wet.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.